Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had medbank app frozen. The technical support specialist remoted in and found that microsoft windows visual studio was running cussing the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system had medbank app frozen. The customer stated that when nurse was trying to issue medication, the app froze and now it will not allow them to exit. There were no adverse events or injuries reported based on this event.